Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was not provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Stent fracture can be the result of severe torquing or kinking of the stent implant such that there would be material stress/fatigue that would weaken the material and result in a breakage of the stent implant. To help ensure this damage is not the result of the manufacturing process, all stent delivery systems are visually inspected for damage at numerous points in the manufacturing process. It is possible that over inflation or anatomical conditions could have contributed to the reported stent fracture. In this case, the reported stent fracture could not be confirmed and a conclusive cause can not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported and the product was not returned for analysis

Event description:
It was reported that the xience v stent fractured. Though requested, additional information was not provided.